Event description:
It was reported, that the evita 2 dura stopped providing inspiratory flow. An alarm was heard. Pt reportedly received a cardiac arrest but revived. Biomed could not duplicate any malfunction.